Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the endoscope reprocessor exhibited the channel connector on the tub broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the channel connector on the tub broken; however, it was confirmed during further investigation that there was no information to judge that endoscopes were incorrectly reprocessed and used on patients. The probable cause is the user hit the connector with something hard or stress to the connector in the loosening direction was accumulated, which deteriorated the connector over time. As a result, the connector was broken and came off. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.